Event description:
The stem cell donor had 2 infectious disease panels drawn. The first one was drawn (B)(6) 2026 (hiv ½ plus o antibody) with a negative result. The hiv panel was drawn again on (B)(6) 2026, and it was noted to be "reactive". Cts(counseling and testing services) sent an updated report to indicate the hiv antibody was negative (testing completed (B)(6) 2026). Screening tests are designed to be sensitive (resulting in false positives) which are then confirmed by a secondary sensitive alternative method as we saw with the fact panel hiv ab/ag, then the geenius hiv supplemental assay. The team determined that this was a false positive result and communicated this with the stem cell donor.